Manufacturer narrative:
The system was serviced in the field and the connections on the iport were reseated which resolved the issue. The iport was replaced on that system the previous day. The system was then ready for use. Codes are applicable to this analysis. Concomitant medical products: svc kit bi71000527 det pnl and cp2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take x-ray shots and the system was noted to be not in a ready status as the detector was shown not to be ready. Site had to bring in another imaging system to complete the procedure. There was no known impact on patient outcome. Length of surgical delay is unknown at this time.